Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Serial#: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. Catalog #: unknown, not provided if explanted; give date: n/a (not applicable). Iol remains implanted. The product is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device can not be performed as the serial number is unknown. If there is any further relevant information provided, a supplemental medwatch will be filed. Device manufacture date: unknown as product lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a pcb00 15.0 diopter intraocular lens (iol) lens was implanted in the patient's operative eye on (B)(6) 2019. While under the surgical microscope, the surgeon noticed the lens appeared to have noticeable rings on the surface, resembling a multifocal lens. Lens exchange was considered an option, but the surgeon decided not to and patient is doing great with better than 20/30 vision post operatively. Lens is not expected to be returned; it remains implanted. No additional information was provided.